Event description:
It was reported that high threshold and low sensing were observed. X-ray revealed cardiac perforation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found. A lead tip stiffness test was performed and was found to be within specification.